Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported a flipped pump was confirmed. The healthcare provider (hcp) was attempting a refill on the date of this report and got metal. Pump x-rays showed the pump was flipped. It was further reported the patient¿s pump was able to be flipped back and there was too much movement in the pocket. The patient was now wearing an abdominal binder to prevent the pump from moving. The patient had changed from prialt to bupivacaine. It was started at a low dose so it was unknown how the patient was doing with it. It was also unknown if the patient experienced any symptoms due to the flip, what caused the flipped pump, if there were other actions taken to resolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.